Event description:
It was reported that the patient released the lever for locking the side rails with her foot through the side rails. At the same time, the side rail was pushed down by her. The patient fell out of the transporter and sustained a fracture to the ankle and an open wound to the lower leg. Attempts are being made to gather additional injury and treatment details from the user facility.

Manufacturer narrative:
The device was evaluated and it was found that the patient becoming entrapped in stretcher component was not due to any component level defect. Multiple attempts were made to contact the customer to obtain treatment information, but the customer did not respond to those attempts.

Event description:
It was reported that the patient released the lever for locking the side rails with her foot through the side rails. At the same time, the side rail was pushed down by her. The patient fell out of the transporter and sustained a fracture to the ankle and an open wound to the lower leg.